Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified, 80% stenosed right distal peroneal artery. A 5.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance to the lesion and once the balloon was inflated to nominal it would not deflate and an air pocket was observed at the tip of the balloon under fluoroscopy. The balloon was pulled back into the unspecified introducer sheath and they were able to deflate the balloon and remove it from the anatomy without any further issues. Once outside the anatomy they tested the balloon and found that it would only deflate when held a certain way. No replacement pta catheter was needed as the lesion was sufficiently dilated. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty deflating the balloon. Av reviewed the lot history record and there were no manufacturing nonconformities. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of issue was determined to be material and corrective actions have been implemented. Av will continue to trend the performance of these devices.